Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer, and it was confirmed they were expecting an alarm from the monitor. After the probe was repaired, the device returned to working specification. After the probe was repaired, the device returned to working specification. No further investigation or action is warranted at this time. E1: (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating on (B)(6) 2024when fetal monitoring a pregnant women's contractions, the alarm machine was faulty. The device was in use on patient at time of event, there was no adverse event reported.